Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the reported event. The treatment for the peritonitis was fortum and vancomycin (1 gram each, frequencies and route not reported). The patient outcome and the action taken with pd therapy were unknown. No additional information is available.